Event description:
The customer contact reported a delay of critical therapy following an alarm condition. It was reported that at an unspecified time, the sedated and intubated patient was becoming very agitated. The physician ordered that the patient be started on an unspecified concentration of diprivan. The customer contact indicated that when the nurse attempted to start the therapy, channel 1 alarmed with a negative distal occlusion. The nurse then attempted to program channel 2 of the device; however, channel 2 of the device alarmed warning replace battery. The device was removed from clinical service. After approximately 15 minutes, therapy was initiated using a replacement device. The customer contact reported the patient became "extremely" agitated during the delay; however, no medical interventions were required. During testing at the user facility, channel 1 and channel 2 passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).